Event description:
It was reported that the customer fell and as a result the touch screen became shattered and partially unresponsive. The customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to an old pump and manual injections for insulin therapy.